Event description:
New information noted that the right ventricular lead also exhibited fracture. The lead was capped and replaced on (B)(6) 2019. The patient tolerated the procedure well, there were no complications.

Manufacturer narrative:
The reported events of over sensing, inappropriate shock, noise and lead fracture were not confirmed. A partial, only the connector portion of the lead was returned for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right ventricular lead exhibited noise resulting into false ventricular fibrillation detection and the patient received inappropriate antitachycardia pacing. Intervention was discussed. No additional information was provided..